Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. From the evaluation information by local service department, it was confirmed that there was no image due to the failure of the video connector socket lock. It was presumed that the failure of the video connector socket lock was caused by handling. As for e315 error, it was presumed that it was caused by a failure of the video connector socket lock as above.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that only color bar was visible when using scopes with analog connector (exera ii scopes, camera heads). In addition, scope error e315 (unsupported scope) occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, no image was displayed. There was no report of patient injury associated with the event. The event date was unknown.